Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged during preparation. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a definitive root cause for the stent dislogdement. Evaluation summary. Quality assurance analysis revealed that the catheter was returned with blood visible in the guide wire lumen and on the balloon and stent. The stent was located on the shaft 12cm proximal to the proximal seal. The distal end of the stent had flared struts. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded on the proximal end, but the distal end of the balloon had relaxed folds and was wrinkled. There was no other damage noted to the catheter. The outer diameter of the stent was measured using a laser micrometer. The distal outer diameter was measured proximal to the flared struts. The outer diameter of the stent was measured proximal, middle and distal and were found to be oversized. Product performance engineering reviewed the incident information and analysis for the returned device. It was reported that the stent dislodged during preparation. The stent was confirmed to be dislodged; however, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal end of the stent was flared. No damage was noted during the inspection prior to use and likely occurred during preparation or the packing/shipping of the device back to abbott vascular for evaluation. The balloon displayed relaxed folds and was wrinkled on the distal end in addition to the presence of blood in the inflation lumen and balloon. This suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slighty expand, partially deploying the stent. This would cause the stent to become loose and the outer diameters to be out of specification, as noted during the analysis; however, based on the information received with the complaint, and obtained through the product analysis, no conclusive root cause can be determined for the stent dislodgement. Product performance engineering will trend and monitor the experience circumstances. The lot history record was reviewed and no non-conforming material reports were issued for this part/lot number combination. In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part/lot number combination. There does not appear to be a producty quality issue. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.